Event description:
Reporter alleges the pt's implants encapsulated on 11/11/77 and she had bilateral upon capsulotomies on 3/13/79. Contractures then occurred again and so on 8/2/88 she had removal of implants and the right was ruptured but the left was intact.